Manufacturer narrative:
(B)(4). On an unknown date ¿more than 10 days before¿ the receipt of this report, the patient was hospitalized for peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with an unspecified anti-inflammatory drug and ¿many¿ unspecified antibiotics (doses, routes and frequencies were not reported). On an unreported date described as ¿several days ago¿, the patient started treatment with vancomycin (intraperitoneally, doses and frequencies were not reported). At the time of this report the patient was still hospitalized and was recovering. Dianeal therapy was ongoing. No additional information is available.